Event description:
Boston scientific received information that one month post implant, the patient with this right ventricular lead experienced pectoral twitching. An x-ray revealed a right ventricular perforation had occurred. A revision procedure was performed. This lead was removed and replaced successfully. No further patient symptoms were reported. No return of product is intended.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.